Event description:
Customer called and stated that the meter is reading high. While on the phone a review of the system was conducted. It was determined that the customer was using expired strips and that the battery was low. Requested customer return meter and a replacement would be provided. Invited customer to call 24/7 with future questions or concerns.